Event description:
Information was received from a distributor regarding a patient having spinal therapy. It was reported that during spinal surgery using the voyager and crescent system, after decompression and disc replacement at l2-l3, four voyager 6.5x45mm screws were placed into the l2-l3 vertebral bodies under c-arm fluoroscopic guidance. When the surgical team attempted to insert the connecting rod, the break-off section of one screw fractured and was unable to hold the rod in place, despite proper screw insertion technique. The product was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of product: 54850016545, lot: h5957942 after visual and optical examination and functional testing, it does not appear to be any damage, nor does it indicate any functional issues with the screw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.